Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having an oil leak from bottom could not be confirmed. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the device had a screw on the base plate and the drain plug that were non- anspach. Furthermore, the oil was contaminated preventing the pretest from being completed. It was determined that the issue with the screw and drain plug was consistent with an unauthorized repair being performed, which is abuse/misuse. It was determined that the issue with oil contamination was consistent with normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: the reporter phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the foot control device was leaking oil from the bottom. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.